Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report an error on arm 3. Site was getting a 22028 error on arm 3 and they tried to recover from the error, but the issue remained. Tse viewed system logs and confirmed the error 22028 on usm 3. Site tried to reposition arm 3 and recover from the error, but after recovering the error returned. Tse recommended performing a hard reboot on the system. After a hard reboot on the system and when the system powered on it initially homed without any errors, but when site moved arm 3, and the 22028 error returned. Site disabled arm 3 and recovered from the fault, but stated they had errors on arm 4 earlier. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) for arm 3 has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, the rolling loop was extremely misaligned and causing issues with the carriage moving up and down which could be related to the 22028 error and the usm failing power on self-test (post), replicating the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the rolling loop fiber assembly being extremely misaligned causing issues with carriage movement was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm. The second usm for arm 4 has been evaluated by the fa team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the axes controller, motor (acm) printed circuit assembly (pca) was inspected, and no faults could be identified. As a result of these findings, fa concluded that the acm pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.